Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the attached implants inner package is sticking to the outside packaging and not releasing. This is leading to premature opening of the inner packaging".

Event description:
Healthcare professional reported, "the attached implants inner package is sticking to the outside packaging and not releasing. This is leading to premature opening of the inner packaging". This record is for a unknown side. Device did not make contact with patient.